Event description:
Medtronic received a report that the axium coil failed to detach. The doctor attempted to detach the coil using an instant detacher "2 or more times." The doctor did not attempt to detach the coil using another instant detacher. There was one attempt made to detach the coil manually. The device was prepared according to the instructions per the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sheath, guiding catheter, sl10 microcatheter, and chikai 0.010 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.